Event description:
Boston scientific crm received information that this right ventricular lead exhibited inappropriate the morning after the implant procedure. The lead appeared to be undersensing and the r wave had decreased. Lead dislodgement was suspected. The device was reprogrammed to auto-sensitivity. The patient's physician was to evaluate the patient to determine if repositioning was necessary. No adverse patient effects were reported.

Manufacturer narrative:
The lead was reprogrammed and remains implanted. Should additional information become available, an amended report will be submitted.